Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet insulin pump was dropped, fell out of a pocket, and sustained a cracked screen while the device remained operable and blood glucose remained unaffected, consistent with a device mechanical damage and display/screen component issue. Symptoms included no adverse clinical effects. Outcomes included continued therapy with use of a compatible cgm application and a planned device replacement with return of the original unit. Investigation included user counseling on shutdown procedures, data handling, shipping and return logistics, and verification of serial number and addresses. Investigation of this case revealed external impact damage to the display assembly with no reported functional dosing impairment. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.